Event description:
Customer reported false negative results with a pt sample containing anti-keil when tested with 0.8% resolve panel a lot 8ra191. No death or serious injury is associated with this event.